Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was turned on and the smoke came out from the device on the top of on/off button. The patient confirms that the plastic was burning. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 19 sep 2023 and section h11 should be reported as: the manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was turned on and the smoke came out from the device on the top of on/off button. The patient confirms that the plastic was burning. There was no report of patient harm or injury.repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h updated in this report.